Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.